Event description:
The consumer's family member reported there was a loss or change in therapy and the patient's last bowel movement was on (B)(6) 2016. The health care professional had not instructed the patient to keep a voiding diary. The patient increased stim and she could feel it but it was not helping with her symptoms. The patient thought something may have moved around because she was so thin. The event started 2-3 days prior to report. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.